Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an alert was triggered for a high out of range pace impedance on the right atrial (ra) lead channel of this pacemaker. The pace impedance measured greater than 2000 ohms. A stored atrial tachy response (atr) episode was reviewed and confirmed noisy signals were re present, prior to the alert. Additional review of the stored episodes indicated that minute ventilation oversensing was likely present in some episodes. The field representative noted that the ra auto threshold test would be turned off and boston scientific technical services (ts) discussed additional possible troubleshooting options. No further information is known. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.